Event description:
It was reported that during surgery cement was sticky after 7 min and it was difficult to use it. Hardening time between 18 and 20 min. The operating room and storage condition of the product was : - storage condition : 23 °c - operating condition: 21 °c

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d2, g1-2, g4, g5, h2, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during surgery cement was sticky after 7 min and it was difficult to use it. Hardening time between 18 and 20 min.